Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported approximately thirteen years two months later a computed tomography scan revealed that multiple filter struts extended outside the lumen of the inferior vena cava, with struts penetrating the aorta and the duodenum. With one filter strut penetrating through the abdominal aorta and two additional struts projecting anteriorly and retained within the duodenum. The third filter strut perforated through the inferior vena cava and was found within the third or fourth portion of the duodenum and migrated to the head of the pancreas. The inferior vena cava/iliac veins and filter were occluded. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged perforation of the inferior vena cava, filter limb detachment and filter occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for perforation of the ivc, limb detachment and filter occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated into the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported approximately 13 years 2 months later a CT scan revealed that multiple filter struts extended outside the lumen of the ivc, with struts penetrating the aorta and the duodenum. With one filter strut penetrating through the abdominal aorta and two additional struts projecting anteriorly and retained within the duodenum. The third filter strut perforated through the ivc and was found within the third or fourth portion of the duodenum and migrated to the head of the pancreas. The ivc / iliac veins and filter were occluded. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.